Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a relationship between the subject device and the reported event could not be identified. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: instructions for model # tjf-q290v operation manual: ¿important information - please read before use¿ describes cautions for the subject event. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the subject device made an unexpected bouncing movement in the duodenum when trying to straighten the scope, perforating the duodenum. The doctor performed an emergency laparotomy, and the patient has since recovered and been discharged from the hospital. The patient was already hospitalized at the time of the ercp. There was a tumor in the duodenum, which weakened the mucosa; but the doctor pointed out that the duodenal perforation may have been caused by the scope.